Event description:
It was reported through a double-blinded marketing research that during a stenting procedure to treat the calcified and tortuous, native vessel from the left main coronary artery to the left circumflex, two xience prime stent delivery system (sds) shafts separated during the attempt to reach the lesion. The sds would not track on the guide wire and in the manipulation that ensued, the shaft of the sds separated outside the guiding catheter. A non-abbott stent was successfully deployed. The physician commented that the problem may have been due to the calcification. The physician reportedly underestimated the degree of calcification and tortuosity in the lesion. There was no reported adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.